Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small wire broke at the tip of the small grasping retractor while articulating the tissue. A broken piece was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was viewed. The surgical task was being performed when the device fragment fell inside the patient was grasping and retracting. The surgeon does not know what caused the instrument to break or caused the fragment falling issue. It was unknown how long was the instrument in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard materials. The fragment(s) did not fall inside the patient during an instrument tip collision. Upon final removal of the instrument, the wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, the surgical staff did not notice any damage to the cannula after the event occurred and the surgical staff did not notice any other damage to the instrument after the event occurred. The fragment(s) were retrieved with a lap grasper by bedside assistance. All fragments were retrieved and how was this confirmed by visual confirmation by the operative team and surgeon. No additional surgical procedure is required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and the associated accessory were returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review.